Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient with an implantable pulse generator and two leads died (B)(6) after implant. On post op (B)(6), the patient developed chest pain and difficulty breathing. A chest x ray confirmed a pericardial effusion. The patient underwent a revision sternotomy. There was bleeding into the right ventricle. The patient was hemodynamically unstable, went in to ventricular fibrillation, arrested and died.